Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's wife reported the patient has a draining wound on his back after having lung surgery. The wife also reported a sore present under the right electrode. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised it could take six months for the wound to heal. The medical outcome is unknown. Reporting out of an abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's wife reported the patient has a draining wound on his back after having lung surgery. The wife also reported a sore present under the right electrode. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised it could take six months for the wound to heal. The medical outcome is unknown. Reporting out of an abundance of caution. Supplemental report 8/31/2021: submitting report to correct section g4.